Event description:
The patient received his scs system, including an ipg, on (B)(6) 2007. It was reported the ipg was explanted and replaced due to a loss of pain coverage and a loss of telemetry. A review of the patient's medical history found he was noncompliant with the ipg charging requirements. The patient had not recharged his ipg in over two years. The explanted ipg was not returned to the manufacturer for analysis. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Evaluation summary: the ipg was not returned to the manufacturer for analysis. As a result, the device history and sterilization records for the ipg are currently under review. The results of the review will be forwarded when available. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.